Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/interlink vac had tip breakage. The following information was provided by the initial reporter: material # 303405. Batch # 5169514. Verbatim: physician reported that a blunt plastic cannula broke and stuck her while accessing a vial. She reports that this is the second instance of this happening with this item. Additional information provided: this is the second time I have experienced a break with this device. The first time was 1-2 years ago where I was injured from the plastic breaking. After that point, I have actually stopped using the plastic piece. I traditionally open a separate blunt fill needle for my own safety. This week, I did not have the blunt fill needle readily available and needed to proceed with using the plastic one pre-packaged where I experienced the malfunction. Fortunately, skin was not broken this time. Previous event I had a puncture to my hand that required alterations to scrubbing. I cannot find the photo that I sent to or leadership from the previous event in the last couple years. This time was last monday. For more detail on my injury, I had a laceration that did not require suturing. I used topical agents (dermabond) and tegaderm to cover injury. I performed local wound care with topical wound healing agents. It has a small scar, but no long term issue. I did not require oral antibiotics. This time fortunately the skin was not punctured, but just bruised, so while hurt it was not a barrier to doing my job.

Manufacturer narrative:
(B)(4) follow up for device evaluation: a blunt plastic cannula reportedly fractured while accessing a vial. To support the investigation, one sample in an opened blister package without the plastic shield was received by the quality team for evaluation. Visual inspection found the plastic cannula fractured at the top of the hub and bent approximately 90 degrees. No additional defects or imperfections were observed. This condition may occur when the plastic component is subjected to excessive mechanical stress. A device history record review was completed for material number 303405, lot 5169514. The review confirmed that all required visual inspections were performed with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. Device histories for each cannula lot used in manufacturing this finished lot were also reviewed; no documentation of this defect type was identified during the production of these batches. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned sample, the customer reported symptom is confirmed.